Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. Investigation is still in progress.

Event description:
Description of event acccording to study: on (B)(6) 2014: procedure: the inferior vena cava (ivc) diameter at the intended filter location was 21.5 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip®/ (lot # e3249947) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site report of tilt per post-procedure x-ray was <6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 22.1. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did/did not appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 3.7 degrees. Analysis of the x-ray for the angle of filter tilt in the ap view was 4.1 degrees and 7.5 degrees in the oblique view. On (B)(6) 2016 the 12-month post-placement x-ray: site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 32 degrees and 8.2 degrees in the lat view.